Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of transient ischemic attack (tia) and weakness are known observed and potential adverse events as listed in the device instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that after the successful deployment of an emboshield nav 6 embolic protection device and an xact stent in the heavily calcified left internal carotid artery, the patient experienced a brief transient ischemic attack and was treated with heparin and plavix. The symptoms of right sided weakness and facial droop resolved by the end of the procedure. No additional information was provided.